Event description:
It was reported that a large volume infusor leaked into the over pouch and the blue cap was observed to be dislodged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 19, 2014 to august 20, 2014. The device was received and the evaluation was completed to investigate the reported event. Visual inspection did not identify any signs of leakage nor a dislodged blue winged luer cap. Functional leak testing passed successfully with no evidence of leakage. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.